Manufacturer narrative:
The patient reported that blood glucose levels were above 250 mg/dl while wearing the pod between 5 and 24 hours on the hip/buttocks area. Insulin leakage was reported during wear, resulting in the adhesive becoming wet and the pod falling off, which led to cannula dislodgement from the infusion site; the cannula was also reported as kinked. As treatment, a new pod was applied. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that blood glucose levels were above 250 mg/dl while wearing the pod between 5 and 24 hours on the hip/buttocks area. Insulin leakage was reported during wear, resulting in the adhesive becoming wet and the pod falling off, which led to cannula dislodgement from the infusion site; the cannula was also reported as kinked. As treatment, a new pod was applied.